Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) regarding an external device to an implantable pump infusing unknown drug for intractable spasticity. It was reported that patient handset was slow to connect to the application. The patient was transferred to the patient services (ps) from the health care information technology (hcit). The hcit agent provided that they were seeing no pump response message or a not found communicator message. The agent assisted the patient with clearing the data and resetting the communicator. The patient confirmed the equipment was working better. The patient would monitor the issue and call back if needed. Information omitted and reported in pe 709192772 (motor stall and not getting notification about stall from the app).